Event description:
It was reported, the instrument in question was inserted into a 5.0 cannulated screw. When the doctor removed the cannulated screw we could not get the extraction device out of the screw that was removed.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.